Event description:
It was reported that there was a channel error during an infusion of tylenol (1000mg/ 1000 ml). The infusion was stopped and the infusion was switched to a different pump channel. There was patient involvement, but no harm was indicated.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.